Event description:
I had saline breast implants put in on (B)(6) 2014. It took two years for me to be able to do any upper body workouts/lifting/pushing/pulling without pain. I developed hypothyroidism. The inflammation on my body is not regular. My iron and vitamin d counts are low. I have extreme anxiety. Insomnia. Hormone imbalances. Hair loss. Dry eyes. Several headaches/migraines a week. Pain in the left breast all the time. Difficulty producing milk for breastfeeding. Extreme joint and muscle pain. Brain fog. Memory loss/problems. Extreme fatigue. Frequent bacterial and fungal infections. Intolerance to cold and heat. Muscle weakness. I used to work out and run 3-10 miles a day. Do not have energy or strength for that. I have problems with concentration. Weight gain/hard to loose weight. Depression. Shoulder and neck pain. Difficulty getting pregnant. Frequently nauseated. Ringing in the ears. Blurred vision. Foot pain (heel spurs). Decreased libido. Yeast infections. Very heavy periods. Toes #2, 3 numbness in both feet. Very easy bruising. I think they are allergen. FDA safety report ID # (B)(4).